Manufacturer narrative:
Qa investigation into lot s10663 resulted in no remarkable findings and no deviations and no nonconfromances revealed. (B)(4) devices were released to finished goods and (B)(4) have been distributed. Of the (B)(4) distributed, 58 have been reported as implanted. Lot s10663 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
Patient underwent recurrent incisional hernia repair and strattice mesh (lot/batch: s10663-080, catalog/reference: 0816001 was implanted. 1.5 years later, patient returned to the hospital to repair the recurrent incisional hernia. Revision surgery performed on the same date. 5.5 years later, patient returned to the hospital with infected mesh requiring removal. 2 years later, patient passed away from recurrent complex ventral hernia, aspiration pneumonia and adult respiratory distress syndrome.